Event description:
A nurse reported that a patient almost passed out while using a surestep meter. On 9/20/2001, the patient was brought to the clinic in the process of passing out. Nurse could not check patient's blood glucose because ss meter kept giving error messages. Patient had to be sent to ER. No further information has been reported. Repeated attempts to collect more information were unsuccessful.